Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The root cause of the defective charger could not be positively identified. No adverse event resulted from the damaged charger. Device evaluation of charger sn (B)(6) is underway. Upon investigation the charger was unable to charge a battery pack. A root cause investigation is underway at the contract manufacturer. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged charger.

Manufacturer narrative:
Device evaluation of charger sn (B)(4) is underway. Upon investigation the charger was unable to charge a battery pack. A root cause investigation is underway at the contract manufacturer. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.